Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the customer called in to report that the surgeon could not turn up the instrument wrist on patient side manipulator (psm) 2, and there was a noise when moving the instrument. There was no error message at the time of the event. The customer switched to another instrument and reseated the instrument arm drape with no change. The customer also tried the same instrument on another psm, and it was working fine. The customer was unable to perform additional troubleshooting at the time of the call. The site continued the procedure as planned with psms 1 and 3. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: system functionality was reportedly checked prior to use, and no issues/errors were noted. The site continued and completed the procedure successfully with the remaining arms.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported problems. The fse noted that it was difficult to move axis 2 of the patient side manipulator (psm) 2, and there was a noise. The fse replaced psm 2 to resolve the reported problems. The system was tested and verified as ready for use. The psm2 unit involved with this complaint has been returned for evaluation. However, the failure analysis investigation has yet to be completed. A follow-up MDR will be submitted post engineering evaluation or if additional information is received. This complaint is being reported due to the following conclusion: a psm was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically using the other arms. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient¿s inability to tolerate a procedure change. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the patient side manipulator (psm) involved with this complaint and completed the device evaluation. Failure analysis investigations reproduced the reported noise failure during test driving. Creaking and popping noises were observed when exercising the psm. The joint 3 support bearing would be replaced as a fix.

Event description:
Refer to h10/h11 for follow-up information.